Event description:
It was reported that the patient experienced an overdose and became unresponsive. The patient was admitted to the hospital and was given narcan with "good effect." The pump was stopped and confirmed by pump printout. The patients' status was reported as "in stable condition" and patient was being transferred to the intensive care unit (ICU). The drug delivered via pump was dilaudid. Additional information had been requested, but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type: catheter.